Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 confirmed in device history with variable due to software anomaly. Pump error 53 found in the device history due to software error. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 130 or pump error 43 noted. Motor was tested outside device and passed. No pump error 68, pump error 49 or pump error 23 anomalies noted during testing. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level was unknown. Customer was unable to rewound the insulin pump. The insulin pump will be returned for analysis.